Event description:
While attempting to give patient a heat pack it exploded on registered nurse administering. Only a little bit of the solution got on my nurse's skin but it covered nurse's jacket. FDA safety report ID #(B)(4).